Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6) . Consumer reported upon removal a tampon fell apart. It started to elongate and fibers were coming off of the tampon. She had to use her fingers to manually remove the tampon pieces. She called her doctor to report her experience.